Manufacturer narrative:
It was reported that there was a gap between the light head and the cardanic on a dual suspension. A stryker field service technician (sfst) was dispatched to for investigation. The sfst removed the connector cover to observe the c-clip and found that the c-clip was not seated properly. The sfst removed the c-clip to inspect for issues and noted it was not damaged, stretched or twisted. Sfst installed the c-clip by using the go-no-go gauge and functionality was verified. There was no adverse injury or patient involvement. While it is unknown how the c-clip moved out of position potential reasons could include installation or unauthorized maintenance.

Event description:
It was reported that there was a gap between the light head and the cardanic on a dual suspension. There was no adverse injury or patient involvement.